Event description:
Attorney reported: in 2006--pt underwent ventral incisional hernia repair with a bard flat mesh. Nine months later - during exploratory laparotomy, it was discovered pt had recurrent colon cancer with lesion extending into her bladder and small bowel which was surgically debulked and chemotherapy started. In 2007 - the pt received 14 cycles of chemotherapy with interim CT scans, revealed marked improvement to near normalization when compared to CT scan from start of chemotherapy. Seven months later - pt admitted for dehydration, nausea and vomiting, persistent abdominal bleeding, and renal failure. The following month - CT scan revealed postsurgical changes, abnormal fluid collection consisted with an abscess. The next day - during surgery, surgeon discovered the hernia mesh broke apart, causing small bowel perforations x3 resulting in large amounts of succus, abdominal wall abscess, abdominal wall cellulitis with ulceration, and septicemia. Partial mesh explanted. Pt developed a fistula in her small bowel. At the end of the following month - due to sepsis, unable to perform the necessary surgical repairs a month and a week later - determined pt had nodules consistent with metastatic adenocarcinoma. Due to damage and uncontrolled infection pt unable to undergo further surgeries, or tolerate chemotherapy or other medical measures to control the cancer. Pt continued to deteriorate until her death in 2008.

Manufacturer narrative:
Note: initial reporter indicated involved device was a bard composix kugel, however, based on the reported catalog number & lot number device determined to be a bard flat mesh. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt's info, copies of medical info/records and death certificate/autopsy report have been requested.